Event description:
The customer reported the video system center display an (B)(4) error. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, a video connector lock failure was observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the mark of short circuit of the led cable was confirmed. The design change of faston terminal was made, and it was confirmed that the concerned device had been manufactured before the design change. In the faston terminal before the design change was made, it was confirmed that an oxide film was generated in the faston terminal and the led unit connector when the faston terminal was used repeatedly and led to increase of contact resistance. As a result, a scorch and display of e105 are confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.